Manufacturer narrative:
The reported issue that the pump module had dim segments and the display board needed replacing could not be confirmed. The file was opened to document the issue that was reported. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. Device was not returned to manufacturing facility.

Event description:
It was reported that the large volume pump (lvp) module had a dim segment on the led display and is being replaced. Npr: no product returned . Although requested, no additional information provided.